Event description:
Patient reported nurse left this afternoon and is currently on a plan but that she is "panicking" because after 4 hour of infusion her remunity pro pump started alarming that she should change her battery. The patient std that she changed the battery and now it asked her to change the cassette and fill it with 2.1 milliliter. The patient stated that she just changed the cassette and is confused about what to do. The patient std that there is a check mark at the bottom of the screen and when she pressed it it std that it mentioned priming. Author advised patient that maybe the remote reset itself and maybe she might need to change the cassette but before changing the cassette author advised patient that I would call nursing supervisor. Author placed call to nursing and explained that patient is new to remunity pro and asked for assistance. Did the reported product fault occur while in use with the patient? Yes, the reported product fault occurred while in use with the patient did the product issue cause or contribute to patient or clinical injury? No. Patient or clinical injury if yes, was any medical intervention provided? N/a. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes what is the outcome of the event? Problem resolved.